Event description:
It was reported that the physician, who is trained in device use, attempted arteriotomy closure with the perclose at 6 fr suture mediated closure system after an intervention procedure. There was a cuff miss. The physician tried to exchange the device; however, the device could not come out because the foot parking was not completed. The lever was moved several time and the device was removed. Closure was achieved with compression. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received; however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.